Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. The patient experienced an hemothorax and lead perforation, the patient had to remain 6 more days in the hospital to be able to recover. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. The patient experienced an hemothorax and lead perforation, the patient had to remain 6 more days in the hospital to be able to recover. No additional adverse patient effects were reported.